Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, error 170 was present during case setup. The system had been power cycled three times prior to contacting support, and the error persisted. A hard power cycle of the system was then performed. Upon follow up, it was reported that four different blue fiber cables had been swapped with the error still present, leading to the suspicion that the issue may have been related to the port on the back of the robot itself. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the patient side cart (psc) common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.